Event description:
Dexcom g7 sensor failed to supply readings multiple times a day over several day. This happens frequently. The sensor also falls off when placed on my arm even with use of a separately purchased overpatch and extra tape.